Event description:
A 2.5 mm diameter x 24 mm length endeavor otw drug-eluting coronary stent system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology was reported to be non-tortuous. It is unknown if the lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed. The physician attempted to remove the delivery system and met with some resistance when bringing back into the guide catheter. After several minutes the stent delivery system was successfully removed. No additional clinical sequelae were reported and the patient is fine. The device has been returned and its analysis is pending.

Manufacturer narrative:
Evaluation: results: device analysis pending. Evaluation: conclusions: device analysis pending.